Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The device was returned with the hub separated from the dilator. Visual examination reveals the flare was undersized. It is feasible to suggest that the assembly process for this device was not performed correctly. Current controls include in the manufacturing instructions (mi), where the assembly process for attaching the proximal hub fitting (physician side) to the dilator uses a calibrated torque driver. The flaring process in mi for instructions on flaring and also uses a flare stop to control the size of the flare. In the qc instructions states, "confirm correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued." Measures have been previously taken to address this issue. The risk was identified as low, therefore, no additional risk mitigation activities are necessary at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a complex endovascular repair on a (B)(6) year old male patient, the introducer was placed in the right brachial artery via cut down. Upon removal of the dilator, the hub detached. The dilator had to be removed with forceps. An additional introducer was used to complete the procedure without issues. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a complex endovascular repair on a (B)(6) male patient, the introducer was placed in the right brachial artery via cut down. Upon removal of the dilator, the hub detached. The dilator had to be removed with forceps. An additional introducer was used to complete the procedure without issues. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.